Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image displayed was confirmed, due to damage on electrical connector. In addition, the bending angle was insufficient due to the elongation of the angle wire. The flexible tube of the insertion section was crushed. The insertion tube was discolored. The curved rubber was sagging. The curved rubber adhesive part, grip, angle lever, up/down plate, universal cord, image guide protector, control unit and scope connector were scratched. The universal code was collapsed. Adhesive on bending section cover was chipped. The connecting tube was dented. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera bronchovideoscope did not display an image. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.